Event description:
The reporter stated that after the patient went for a swim, the pump keypad buttons were responding poorly. The reporter stated that the keypad was intact prior to the swim but after multiple presses on the keypad after the swim, the keypad began lifting and bubbling up. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peelin and was torn off by the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and water damage was observed on the keypad flex. Unrelated to the complaint, corrosion was observed in the battery compartment.